Event description:
Boston scientific crm received information that during the interrogation, it was noted that the device was pacing at the maximum sensor rate (msr) of 120 ppm while the patient was at rest. The sales representative (sr) turned off the minute ventilation feature and the device continued to pace at the msr. The sr then proceeded to turn off the accelerometer feature by programming the device from dddr to ddd and the device switch to pacing at the lower rate limit. No adverse patient effects were reported. The device remains implanted in the patient and programmed to ddd.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.